Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 10:19:30. During night drain cycle two, the patient's ultrafiltration reading was 2057ml, indicating the home patient (hp) drained 2057ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was undetermined. The event log for this therapy was not available and a cause cannot be determined from the available information. Two bypasses were recorded during the therapy, but it is unknown what steps were bypassed in the therapy. If any additional information is received, a follow-up will be sent.